Event description:
Patient had port placed in 2008 for treatment of cancer. Returned in 2009 to have the port checked because nursing was unable to aspirate blood. Injected under fluoro, which demonstrated a "redundant loop" and extravasation. Patient returned the following month, for removal of port and catheter, under anesthesia, per patient request.